Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to change the pump time due to it being an hour off for unknown reasons. No further information was obtained as customer declined further troubleshooting and ended call.